Event description:
"Event description: starclose, vascular device failure, device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Further attempts to collect info were unsuccessful. Pt status is unknown at this time.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not procedure any findings relevant to this report.